Event description:
In 2009, the patient reported that when she removed the insulin cartridge from her infusion device, she noticed liquid that smelled like insulin inside the chamber. She stated she has had elevated blood glucose readings up to 399 mg/dl since yesterday. Her normal range is 120-250 mg/dl. Symptoms are weak legs and not feeling well and she treated her readings by bolusing insulin and drinking water. The patient was instructed to dry out the small amount of insulin in the cartridge chamber. On follow up with the patient two days later, she stated she has had no further issues and her blood glucose has remained within her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.